Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to oversensing from noise. The right ventricular lead was then explanted and a new lead implanted. Two days later the patient received four shocks due to noise. The lead was examined with the analyzer cables and all parameters were in an acceptable range. It was felt that the finding were in relation to an issue with the device. The device was then explanted and replaced. No further patient complications have been reported as a result of this event.